Event description:
Procedure: sigmoid resection: according to the reporter: after closing the stapler, a strange noise was heard and the instrument could be not removed from the patient. The stapler could be only removed with force and the anastomosis displayed minor leaks. There were also incomplete donuts. The anastomosis was resected and a new anastomosis was done. There was unanticipated tissue loss. There was an extension of surgery time of more than 30 minutes. There was no unanticipated tissue damage. There was no blood loss of 500cc or more. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).